Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. There was no evidence of the reported error in the event log. 3 seperate delivery accuracy tests were performed as well as visual inspection of the pump. The customer's problem regarding delivery accuracy was able to be duplicated. At least one of the tests that was performed was outside the pump's delivery accuracy manufacturing specifications. The issue was identified to be that there was fluid ingression in the chassis that necessitates that the expulsor be replaced. The cause of the issue was found to be user induced with the user interface.